Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter continued to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the patient claimed he felt a symptom of blurred vision. No treatment was specified. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.